Event description:
I was using air sense 10 resmed CPAP machines causing choking to death, not able to breath and ended in hospital, findings were soft tissues swellings, enlarge heart, all organs blow up and inflammation all over the joints only for 1 month use. My husband used 2 times and he would not be able to get up with pains all over his back. Air sense 10 needs to be recalled for life and health. Other user got lung cancer and heart failure. Resmed engineer stating that resmed CPAP air sense 10 does injures and damages to muscle, tendon, ligaments and swelling soft tissues which these symptoms effects people goes on disable and damages health. And when these symptom happens CPAP user inquires patients need to rest a lots and consistently on mediation which is worse than not using CPAP machines. Resmed inc play tricky games and business to push away the problems. They kept the machines and never returned to me and saying only one machine was received but I have the receipt that both injures machines were returned to them in (B)(6) 2021. Reference report: mw5153411.